Event description:
The catheter was placed 01/08/20006 in the basilic vein in the left arm. Tape was placed on the cathter body. On 01/18/2006, the catheter was found to be broken below the oval disk. The catheter was removed by hand.